Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during off-label use while walking the patient, the cs300 intra-aortic balloon pump (iabp) generated a low battery alarm. The nurse returned to the patient's room and plugged in the iabp unit to the same outlet and confirmed that the iabp unit converted to a/c power. It was noted that the iabp unit had been plugged into a/c power all day, but had not charged more than "this." The nurse confirmed that the iabp unit would be swapped out with another iabp unit and sent to the biomed. No patient harm, serious injury or adverse event was reported.